Event description:
It was reported that a 54 yo female patient, initial implant on the left side on (B)(6) 2017, underwent a revision approximately 4 years 6 months post procedure to exchange a 3x13 poly for a 3x15 poly due to poly wear. Patient was last known to be in stable condition following the event. The devices will not be returned for analysis.

Manufacturer narrative:
No device return anticipated. Facility is keeping the device. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: the revision reported is most likely due to prosthesis wear over time possibly secondary to increased biomechanical stress from patient-related conditions. However, the prosthesis wear and underlying cause or additional contributing factors cannot be confirmed as the device is not available for evaluation and limited information was available. G4: 510k # d4: model, catalog, and UDI